Event description:
According to the reporter: during the procedure, the seal of the device was damaged and leaked co2 during the procedure. The product problem prevented the maintenance of pneumoperitoneum.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bariatric procedure, the seal of the device was damaged and leaked co2 during the procedure. The product problem prevented the maintenance of pneumoperitoneum. It was replaced. The patient is well.